Event description:
It was reported that the connector and rod slipped to the proximal at the end of the operation. This screw as well as the connector had to be replaced. The surgery was delayed by 60 min.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: functional inspection; device history review; complaint history review; risk assessment results: the customer reported event of the trio lx small connector was confirmed to be jammed via a functional evaluation of the returned device. The returned device was attempted to be disassembled but could not be because it was jammed. The type of deformation that the connector experienced could be from too much torque or over tightening that leads to the jamming of the connector. Conclusion: the root cause of the reported event cannot be determined. The cause is multifactorial.

Event description:
It was reported that the connector and rod slipped to the proximal at the end of the operation. This screw as well as the connector had to be replaced. The surgery was delayed by 60 min.